Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the guidewire was difficult to remove-concern for a rfb (retained foreign body). X-ray confirmed no rfb present. No patient harm reported.